Event description:
It was reported that fluid did not flow through three (3) clearlink system continu-flo solution sets. The issue was described as: fluid reached the end of the line, but did not flow out. Once the cap was removed, the fluid flowed. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.